Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations could not replicate nor confirm the customer reported complaint "the prograsp forceps instrument arced and sparked". Failure analysis found the reported symptom was not related to the returned instrument. This instrument does not deliver energy. It is likely the wrong part was returned with this complaint. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. Additional observations not reported by the site were also identified. The instrument was found to have a frayed grip cable at the distal end. Common causes of the failure mode frayed - distal instrument grip cables are attributed to a component failure. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. The instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. Common causes of the failure mode residue instrument clamping pulleys are typically attributed to the user for example by improper cleaning/reprocessing techniques, such as insufficient flushing.

Manufacturer narrative:
Based on the claim against the product by the customer noting the arcing and sparking instrument, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. The instrument has been received for failure analysis testing, but the analysis has not yet been completed. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the instrument arced and sparked during a surgical procedure. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted sigmoidectomy, the prograsp forceps instrument arced and sparked. The procedure was completed with no reported injury. Follow-up has been performed to request additional information. However, no further details have been received as of the date of this report.